Event description:
It was reported the PICC was placed on (B)(6) 2022, and the catheter flushing and sealing tubes were normal. (B)(6) 2022 during catheter maintenance, it was found that the transparent extension tube was damaged and could no longer be used after evaluation. The patient was eventually placed with a new catheter, and the clinical follow-up related operations all met the operational requirements.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reez3695 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), manufacture records, returned sample, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and a split was observed approximately midway along the length of the extension tubing. Microscopic examination of the catheter split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: ¿ the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. ¿ sharply formed fracture edges ¿ planar shape to the fracture surface an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
The PICC was placed on (B)(6) 2022, and the catheter flushing and sealing tubes were normal. (B)(6) 2022 during catheter maintenance, it was found that the transparent extension tube was damaged and could no longer be used after evaluation. The patient was eventually placed with a new catheter, and the clinical follow-up related operations all met the operational requirements. Additional information: there is a split on the extension tubing causing infusion to fail.